Event description:
It was reported that the device was very hot and burned a hole in the tech's glove. The device also encountered an error message and short circuited. No patient injury or complications were reported.

Manufacturer narrative:
Cause of overheating and errors is a corroded motor/gearbox. The motor/gearbox was removed from the housing. The gearbox was removed from motor. The cable assembly passed functional testing but the motor was shorted out. The gearbox was found to be jammed and corroded internally. A review of the manufacturing records shows that this unit was released to distribution on or about october 02, 2015. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. Device history record review shows that this unit passed all acceptance criteria and was compliant upon release for distribution on or about october 02, 2015. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution.